Manufacturer narrative:
(B)(4). Estimated date of occurrence (reported as exact date unknown, occurred in the past month.) It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was achieve in the common femoral artery using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, after deploying the proglide suture the guide wire could not be re-insert through the guide wire exit port, resulting in having to use a stiffer guide wire as to remove the proglide device and maintain vessel access. Hemostasis was achieved using the sutures of the proglide device after the aaa procedure. There is no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.